Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level 360 mg/dl. The customer reported that the alarm was resolved by an infusion set change. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer does not want to return the set/reservoir for analysis. The customer is requesting a insulin pump replacement. The customer was advised that the we will sent replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.